Event description:
It was stated that the customer fell and fractured her ankle due to low blood glucose levels. It was stated that the customer was hospitalized and required surgery due to the fall. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no prod has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.